Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by peritoneal dysfunction and other unspecified symptoms. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as diagnosis. The patient was treated with unspecified antibiotics. The patient was discharged after thirty-two days. At the time of this report the patient was recovered from this peritonitis event. On an unreported date, the pd catheter was removed and the patient discontinued dianeal therapy. On an unreported date, the patient was transferred to hemodialysis. No additional information is available.